Event description:
During a premature ventricular contractions procedure there were mapping issues which resulted in a delay. While using the ensite x in navx mode, it was noted that when adding geometry with the tactiflex se ablation catheter after the rvot geometry was created and sensor enabled correction was done the geometry became thin. The navx compensation was used again, causing model bloat. Changing back to sensor enabled compensation, the geometry became thin again. When pacing with tactiflex se ablation catheter, sensing was not performed properly, and pacing could not be performed. The impedance of the tactiflex se ablation catheter was high, and the fluctuation of the baseline was intense even in the generator waveform. The tactiflex se ablation catheter was replaced with a new tactiflex se ablation catheter, and the pacing issue was resolved. However, the geometry issue persisted, so the tactiflex se ablation catheter was replaced with a tacticath se ablation catheter. However, the issue still persisted, so the second tactiflex se ablation catheter was eventually used to perform the rf delivery. It was "thought" that replacing the amplifier resolved the issue, however no performance issue was found during analysis.

Manufacturer narrative:
The reported event stated that "the geometry became thin. The navx compensation was used again, causing model bloat" occurred. Abbott is unable to evaluate the product involved in this incident based on the information received. The cause of the reported incident could not be determined.